Manufacturer narrative:
The investigation confirmed that two lower than expected vitros phyt results were obtained from two samples collected from the same patient that were processed on two different vitros 5600 integrated systems. The investigation was unable to determine a definitive assignable cause. A vitros crbm within-run precision test (used to assess instrument performance) was performed on one of the vitros 5600 instruments and the results were within acceptance criteria. This indicates the vitros 5600 instrument was performing as intended and did not likely contribute to the event. Since two different vitros instruments were affected, it is unlikely the 2nd vitros 5600 system contributed to the event. Based on historical quality control results, a vitros phyt slide related issue is not a likely contributor to the event. In addition, it is unknown if the customer is following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed two lower than expected vitros phyt results that were obtained from two samples collected from the same patient using vitros phyt slides on two different vitros 5600 integrated systems. Serum patient result = 6.7 ug/ml versus an expected result of 12.2 ug/ml. Plasma patient result = 7.5 ug/ml versus an expected result of 13.2 ug/ml. The assignable cause for the event could not be determined. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number one of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. (B)(4).